Event description:
Customer reported that a bolus of epinephrine was administered during an infusion while manipulating the syringe to read the label. It was reported that the patient's blood pressure increased because of the bolus; however, the blood pressure returned to baseline without any intervention. No patient harm reported or medical intervention required. No additional information was provided.

Manufacturer narrative:
(B)(4). This report ias filed by the manufacturer. No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.